Manufacturer narrative:
No service has been requested by the customer; therefore, a service records review cannot be performed. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during a vitreo-retinal surgery, when the surgeon plugged vitreotome to an ophthalmic operating console, it automatically switched to a "3d" program unknown and also had low suction. No system message was displayed. The surgery was completed by changing the surgical procedure pack. The event did not recur and there were no consequences for the patient. Additional information has been requested.